Manufacturer narrative:
This event was reported by the manufacturer under MDR 3002808486-2019-01579.

Event description:
It is alleged that the patient received an unknown cook filter on (B)(6) 2012. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.